Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00019).

Manufacturer narrative:
The actual affected administration set was discarded by the user. The contract manufacturer provided the evaluation report to zyno medical on 12/17/2019. A trend review was performed. However, due to the fact that the actual affected device was not available, the investigation couldn't be completed. The root cause couldn't be confirmed. No preventive or corrective action was taken. The contract manufacture also performed the investigation on the customer returned unused administration set sample, which the customer believed to be associated with the leaking event. The sample has a model number of b2-70071-df and a lot number of 18045836. The failure mode couldn't be repeated. No issue was identified on the sample. The sample device performed as expected. The complaint couldn't be confirmed.

Manufacturer narrative:
The facility representative will send in an unused administration set that he believed to be associated with the leaking event for evaluation. The device has a model number of b2-70071-df, a lot number of 18045836, and an expiration date of 04/13/2021.

Event description:
Zyno medical received a filter leaking issue reported from a distributor on (B)(6) 2019. On (B)(6) 2019, the distributor received the initial report from a user facility representative. The user facility representative stated that the leaking was from the 0.2 micron filter on the b2-70071-df administration set. He also stated the leaks resulted in the loss of tens of thousands of dollars of medication, and some of the medication was toxic. The defective administration set had been discarded by the user facility. The associated complaint number is (B)(4) in zyno's record. The event date was reported as unknown. It was unknown if there was patient involvement. No patient harm was reported and the patient information was unavailable. The medication used at the time of event was unknown. No lot number of the affected device was provided, and no expiration date or manufacturing date was available. The distributor had requested the user facility to obtain the lot number information from the nurses if possible and save any future leaky administration sets in biohazard bags for returns and evaluation. The contract manufacturer of the affected device is becton, dickinson and company.